Event description:
During an evar procedure, the flexor introducer sheath was being used when the sheath split longitudinally near the distal tip, tearing and damaging the vessel. The sheath was removed and an additional zilver 635 8 mm x 40 mm stent was used to repair the damaged vessel. The procedure was completed with no adverse effects to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned for evaluation. There is no evidence to indicate the product was not manufactured to current specifications. Without the benefit of a returned complaint device, no root cause could be determined. However, the patient had moderate calcification present, which could have contributed to the split in the sheath. Quality engineering risk assessment was used to assess the risk of this failure mode. The risk is acceptable due in part to low occurrence and high detection. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During an evar procedure, the flexor introducer sheath was being used when the sheath split longitudinally near the distal tip, tearing and damaging the vessel. The sheath was removed and an additional zilver stent was used to repair the damaged vessel. The procedure was completed with no adverse effects to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.